Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the complaint-handling database was performed and no other incidents have been reported for shaft detachment for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a mid-right coronary artery (rca) intervention, resistance was met while advancing the 3.0x15mm nc trek to the heavily tortuous, heavily calcified lesion, and the device was noted to separate outside the anatomy. Reportedly, the resistance was due to the anatomy. Both pieces were removed without issue. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.